Event description:
One discordant, falsely low cancer antigen 15-3 (ca 15-3) result was obtained on a patient sample on an immulite 1000 instrument. The intial result was reported to the physician(s), who questioned the result. The sample was rerun, and the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca 15-3 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the immulite 1000 instrument and instrument data. After evaluation of the instrument and instrument data, the fse discovered that the reagent probe was intermittently failing at level sensing. The fse replaced the reagent probe, and then checked the level sensing for multiple patient and reagent samples, which were accurate. The fse ran quality controls, all of which were within range, and patient samples, which were accurate. The cause of the discordant, falsely low ca 15-3 result was a malfunction of the reagent probe. The instrument is performing within specifications. No further evaluation of the device is required.